Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Because the patient had extremely thin femoral cortices prof (B)(6) cemented the tibial component in separately to the femoral component. The tibial cementation went well. However, when prof (B)(6) implanted the definitive femoral component with 50mm femoral sleeve the femur fractured. The surgeon removed the femoral component before the cement had cured and upon inspection of the fracture deemed it necessary to convert to a lps distal femoral component which he had on standby for this surgery. Unfortunately the attune revision rp tibial component was extremely well fixed and as the surgery had already taken over 3 hours the surgeon felt it unwise to continue with a time consuming extraction of the well fixed tibial component. He therefore had no option but to use an incompatible lps insert with the lps femur and attune revision rp tibia.